Event description:
Information regarding the explanted device notes that the patient was seen in the emergency room complaining of palpitations, pocket stimulation and weakness. An x-ray showed that the ventricular lead had pulled back and atrial generator was connected, inappropriate sensing continued. When this occurred again, the pacemaker was disconnected and replaced.~~~~